Event description:
It was reported that the patient experienced leg weakness from a hematoma. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated.